Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. After an unspecified stent was deployed, a 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated to 6 atmospheres and ruptured circumferentially. The physician was unable to remove the device from a non-bsc sheath. They had to remove both devices from the patient's body and then placed another sheath. Another balloon was used for angioplasty of the implanted stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).